Event description:
The customer ran control tests and obtained readings of 439 mg/dl at 2:12 pm and 332 mg/dl at 2:13 pm on a contour next one meter. The meter did not automatically mark them as control tests, and so the readings will be displayed as a blood results when accessing the meter's memory. During the call, another control test was performed and a reading of 127 mg/dl was obtained, which was properly marked as control reading. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter, test strips and control solution were sent to the customer.

Manufacturer narrative:
The customer returned the suspected product. The returned contour next one meter was tested with the returned contour next test strips from lot # 8gpeb10a and returned contour next control solution from lot # 7bv2g16, which gave satisfactory performance. All control readings were within the expected range and properly marked in the meter memory.